Event description:
It was reported that the unspecified bd needle experienced a broken needle. The following information was provided by the initial reporter: patient complained about flimsy needle that came out of during the infusion. No adverse event or missed doses reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. The customer's address is unknown:  (B)(6) USA has been used as a default.  The initial reporter also notified the FDA. Medwatch report #mw5113753. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.